Manufacturer narrative:
Medical device: catalog 720185-01, serial (B)(4), expiration date: 11/04/2017, manufacturer date: 11/19/2015. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported the patient had his inflatable penile prosthesis removed due to infection. Boston scientific has been unable to obtain additional information regarding the circumstances.